Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to an unspecified concentration of etoposide. At an unspecified time, an unspecified secondary tubing set was connected to the clave secondary port of the cassette to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported the clave secondary port broke off the cassette and an unspecified volume of the solution leaked onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.